Manufacturer narrative:
Initial 1 of 6. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA: 2356421 and CAPA: 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code adhesive patch completely detaches during use detachment / significant wetness. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the bb contact detach - luer product family and the assigned malfunction. The investigation included an eqms search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. However, no new corrective and preventive action (CAPA) is required because the adhesive malfunctions fall within the scope of an existing investigation (CAPA: 2010953). Please refer to the attached memo for full investigation details: bb contact detach luer adhesive.pdf. Enclosure 1: electronic quality management system (eqms) search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination: based on the investigation, the assessment of complaint data for the applicable product family identified an elevated trend for the referenced malfunction. However, no new CAPA was initiated because this malfunction type is already included within the scope of an existing investigation, which covers all infusion care portfolio products. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). Is complaint confirmed? Based on no products returned to test, and CAPA: 2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed. Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the bb contact detach luer product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction. However, initiation of a new CAPA is not required because the adhesive malfunctions fall within the scope of an existing CAPA (CAPA: 2010953). No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi (monthly trips and alerts). The record may be reassessed if additional information becomes available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level on (B)(6) 2025 and reported infusion set getting ripped out during use.